Event description:
Caller states customer was incoherent with result of 80 mg/dl obtained on the aviva system. Paramedics were called; customer also tested 80 mg/dl 30 minutes later on professional device. He was treated with an IV of unknown contents to raise his blood sugar. Requested return of suspect device, and replacement was sent.

Event description:
Device issue: partially deployed. Time of device issue: before vessel closure. Symptoms/ae: none. It was reported that after the pouch was opened, it was noticed that the starclose se was "partially deployed." It is unk what part of the device is partially deployed. Although pt age and gender were provided and the returned device eval found blood on the device, the report source indicated there was no pt involvement. Though requested, no add'l info was available. This is being conservatively reported due to the potential that hemostasis was not achieved.